Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery. The pole pieces of the motor were found to be misaligned. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
During evaluation of a non-reportable complaint, a reportable malfunction, under-delivery, was identified.